Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. During a routine 45-day follow-up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient had discontinued anticoagulation medication (plavix) on their own days before and was just on 81mg of aspirin. The patient was placed back on anticoagulation medication (eliquis) and will have a follow-up tee examination in 6 weeks.